Event description:
The core universal drill was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
During failure analysis it was noted that the handpiece also ran on its own without user activation. Corrosion damage was also noted within the internal components of the device.